Event description:
Customer reported a communication loss between panorama central station and ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the systems and duplicated the problem. Corrections include replacement of the telepack, clearing the system's error logs and reprogramming. Sys was safety tested to factory's specifications.